Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "circuit disconnect, low pip, and low ve" alarms. Transducer calibrations of the device revealed that the exhalation pressure calibration failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was unable to be duplicated or confirmed in the laboratory setting.